Manufacturer narrative:
(B)(4). The device involved has been received by the manufacturer. However, the investigation of said device is still in progress at the time of this report. A follow up report will be submitted at the conclusion of the investigation.

Event description:
Customer complaint alleges the device "either not bubbling when new, or working but then the bubbling stops when the oxygen is weaned down". Usage of the device at the time of the alleged malfunction is unclear. There was no report of patient harm.

Manufacturer narrative:
(B)(4). A 340 ml water bottle lot 487177 was received for evaluation. Visual inspection of the water bottles confirms a channel between the adaptor port and the top of the bottle. A review of the manufacturing event log was performed and there were no issues found that may have contributed to any quality issues reported. All process parameters were within specification and all in-process qa inspections were acceptable. Based on the investigation performed, the complaint is confirmed. A non-conformance was opened to address this issue.

Event description:
Customer complaint alleges the device "either not bubbling when new, or working but then the bubbling stops when the oxygen is weaned down". Usage of the device at the time of the alleged malfunction is unclear. There was no report of patient harm.